Manufacturer narrative:
Service depot evaluated the device and found a small amount of debris on outside of the sapphire the tip (foreign material contamination). This appears to be the root cause of the burns. The service depot removed the debris. Checked the device's cooling performance and energy readings and both were within specifications and functioning properly.

Event description:
Customer reported 2 pts sustained superficial blisters (first to second degree burns) following treatment with lightsheer. One or both pts were prescribed aquaphor (otc), sun avoidance, lidomantel if needed for itching, or bactraban (prescription). Both pts healing well. Physician suspects that the crystal may have a crack.